Event description:
The customer reported that the system shut itself off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep was unable to reproduce the issue but tightened some loose connectors. The system was tested and found to be working as intended and put back in service.